Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous cx. The stent could not cross the cx, even with aid of guideliner and double and triple wire technique.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The angiographic material shows the target lesion which appears to be located inside a previously implanted stent. During the intervention, numerous balloon dilatations are performed. The actual complaint event is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.